Manufacturer narrative:
Siemens filed the initial MDR 2247117-2019-00059 on 14-jun-2019. Additional information (26-aug-2019): siemens headquarters support center (hsc) reviewed the data provided by the customer and provided service recommendations to rule out the instrument as the cause of the imprecision on multiple assays. Based on the investigation and the information received from the customer, the cause of the two discordant progesterone (prg) patient sample results is unknown. The customer is now running progesterone without no further concerns and requires no further assistance. Sections h6 and h10 were updated to reflect the additional information. The instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. The cse performed a general inspection and decontamination of the instrument, primed all fluids line, and a water test. The cause for the discordant prg sample results is unknown. Siemens is investigating the issue.

Event description:
Two discordant progesterone (prg) patient sample results were obtained using immulite 2000 xpi. The initial result was not reported to the physician(s). The patient sample was repeated on the same instrument and the result was not reported to the physician(s). The initial and first repeat results were considered discordant. A second repeat was performed using an alternate non-siemens method and the result was considered correct. The correct result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant prg results.